Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported for left side "woke up with a point sticking out of the left breast", "dropped by 2 inches", "ultrasound confirmed rupture". Patient reported "palpable lump corresponds to the capsule of the implant in the lower outer quadrant of the implant", "appears irregular with internal snowstorm appearance", "very suggestive for intacapsular rupture of the implant", "hypochoic nodule", "cyst", "peri-implant fluid", "swelling", "pain", "firmness". The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Correction to b5 description of event and h6 health effect- clinical code: e0307 seroma-late was reported for the event of "peri-implant fluid" reported in the initial medwatch. After further review, it has been identified that this report did not pertain to the device in this record as it was noted in an ultrasound that took place years after the device in this record was explanted. This event has been reported in mrn 9617229-2020-20556. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Patient reported for left side "woke up with a point sticking out of the left breast", "dropped by 2 inches", "ultrasound confirmed rupture". Patient reported "palpable lump corresponds to the capsule of the implant in the lower outer quadrant of the implant", "appears irregular with internal snowstorm appearance", "very suggestive for intacapsular rupture of the implant". Patient later reported "capsular contracture [baker grade unknown] was in the left implant also". The device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported for left side "woke up with a point sticking out of the left breast", "dropped by 2 inches", "ultrasound confirmed rupture". Patient reported "palpable lump corresponds to the capsule of the implant in the lower outer quadrant of the implant", "appears irregular with internal snowstorm appearance", "very suggestive for intacapsular rupture of the implant". Patient later reported "capsular contracture baker grade unknown was in the left implant also". The device has been explanted.